Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06616. Reference MFR report: 1627487-2013-06617. The pt was implanted with two leads from the same lot number. It was reported the pt's ipg would not hold a charge and eventually stopped working. The pt also reported he experienced burns at his ipg site due to heating while charging. Additionally, the pt experienced shocks in his back and his groin area. No additional info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.